Event description:
It was reported that during a vena cave filter placement procedure, deployment difficulties were encountered. Following placement of the greenfield 12fr ss vena cava filter, the physician noted that "the fingers of the filter were not fully opened". The vena cava measured approx 20mm and post deployment of the filter, the device only measured 10.1mm. The physician utilized a snare device "to jar the filter open to its full apposition". The procedure was completed with this device. No patient injury or further complications were reported. The patient's condition was reported as "ok". Additional information has been requested.